Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp updated the patient's ins to 15 years (until eos) and afterwards tested the impedance values which showed high impedance on the contact being used for programming. The patient had no change in therapy. The hcp turned the stimulation off and the patient had a return of symptoms, and when they turned the stimulation back on using the contact with high impedance the patient received good therapy. The hcp ran an impedance test with the clinician programmer which also showed high impedance. When trying to program around the contact the therapy was not as good. It was also noted therapeutic impedance was reported as high. The hcp was concerned there was an error with the software which was showing an issue with the impedance which was not there, however they acknowledged this would not make sense as the clinician programmer also reported the high impedance. The rep did not see this as a software issue. Additional information received from a hcp via a rep indicated the patient's impedances were >40,000 ohms. It was noted the patient did not have a fall or report any odd sensations. The cause of the high impedance was unknown. No actions/interventions had been taken to resolve the issue. No patient symptoms or further complications were reported as a result of this event.